Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The previous ipp was explanted and replaced with a spectra penile prosthesis (spp). Only the left cylinder of the spp was implanted however. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.